Event description:
The customer, a biomedical engineer, contacted physio-control to report that one of the pins from their hard-paddles assembly had broken off and become lodged in the device's therapy connector. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that the therapy connector assembly was replaced to resolve the reported issue. Additionally, the hard-paddles assembly with the missing pin was disposed of and a replacement set from the customer's inventory was installed for use with the device. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.